Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1/2 of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set at the time of the alarm. There were three unused supply lines with the clamp left open, per the home patient. Baxter's technical service center assisted the home patient in ending therapy. The home patient contacted their nurse and was given prophylactic antibiotics. No patient injury was associated with this incident, per the home patient.